Event description:
Home patient (hp) contacted baxter's technical service center for assistance during "apd" therapy. Hp reported to inadvertently pressed "go" prior to connecting. Hp then connected and had difficulty draining. The technician assisted the hp in ending therapy and hp was advised to start over with new supplies. Per hp, therapy was resumed with new supplies and completed without incident. No patient injury or medical intervention reported per hp.